Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had pulled back which was confirmed through x-ray. Moreover, there were no actions taken as there were few vectors noted that capture. This lv lead remains in service. No adverse patient effects were reported.